Event description:
As reported by the user facility: account has reported several occurrences of air-in-line alarms. Brief inquiry description: infusomat pump tubing 490100 is hard for nurses to load and having causing alarms to go off when infusing. Detailed inquiry description: nurses in l&d are having difficulty getting pump tubing into the infusomat pump. They are getting alarms constantly going off - both air in line and occlusion alarms. They do not want to use the rest of this lot number and are insisting it be replaced. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two unused samples in original packaging were returned for evaluation. Samples were visually inspected, and no defects were found. The samples were then attached to a pump to observe if they would fit into the pump. The tubing did not need to be stretched and there was no evidence of interference while loading the tubing into the pump. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the samples were tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned samples. Samples were also leak tested with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.151in which meets the specification of 0.150-0.154 inches. Based on the results of the sample investigation the reported defect of air in line is confirmed. Due to complaints of this nature, corrective actions were performed to revise specifications which limit unit-to-unit variation in tubing outer diameters and increased the length of the tubing that contacts the air sensor. The reduced variation in tubing outer diameter and length revision improves the coupling between the administration set and the air-in-line sensor reducing the potential for false air-in-line alarms. B. Braun medical inc. Has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01.jan.2022 and 17.aug.2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.